Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zmc and evaluation is currently underway. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment/death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated one time during the event. The patient was found by ems lying on the floor beside the bed. On (B)(6) 2017, the lifevest detected severe bradycardia at 10 bpm from 05:56:03 to 05:59:52 which degraded to asystole. At 06:02:46 to 06:03:58, the lifevest detected asystole with motion artifact as an arrhythmia. A pulse of 150 j was then delivered at 06:05:03. The rhythm at the time of the treatment and post shock was asystole. The patient remained in asystole with intermittent cardiac activity and motion artifact until the electrode belt was disconnected at 06:16:43. The device shutdown at 07:49:32. Oversensing low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. Asystole is considered a non-shockable rhythm. Oversensing of low-amplitude cardiac input signal contributed to the false detection. Asystole is considered a non-treatable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.